Event description:
A (B)(6) advia centaur (B)(6) result was obtained on a patient sample. The patient sample was initially tested on a different lot and instrument. The results were (B)(6). Repeat testing was performed for the patient sample on the initial lot and the results were (B)(6). Both instruments were calibrated with the same lot and repeat testing was performed on both instruments. The results were (B)(6). The (B)(6) result was reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur (B)(6) result.

Manufacturer narrative:
The cause for the discordant (B)(6) results is unknown. The quality control was within acceptable range for both lot numbers. The instrument is performing within specifications. No further evaluation of the device is required.